Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) and monitor sn (B)(4) were returned for evaluation by zoll manufacturing corporation. The monitor evaluation has not yet been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. During the incoming electrode belt functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device manufacture date & usage of device; monitor: 01/09/2015 - reuse; electrode belt: 11/27/2015 - initial use.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 at 01:40am while wearing the lifevest. It was reported that the patient was at home at the time and paramedics were called and CPR was performed. Per review of the patient's downloaded flag data, the patient received two inappropriate defibrillation on (B)(6) 2016 between 01:37:08 am and 01:42:43 am. The rhythm at the time of the treatments was asystole. CPR artifact and oversensing of a small cardiac signal contributed to the false detections. Asystole is considered a non-shockable rhythm.